Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Physician explanted a bipolar hip (stem and head) due to dislocation. He said the reason for dislocation was the acetabulum didn't have much posteriorly to capture the head. He said there wasn't much acetabulum to work with, so he decided not to do a total hip. He said the patient doesn't walk anyway. The original date of surgery was (B)(6) 2018.